Event description:
It was reported that needle 19g 1-1/2in tw had foreign matter on the needle hubs. This occurred on 5 occasions during use. The following information was provided by the initial reporter: black contaminants observed on needle hubs.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: four photos and five samples were received by our quality team for evaluation. Visual inspection showed embedded black foreign matter on the needle hub for one sample, loose black foreign matter on the outer surface of the needle hub for three samples, and loose black foreign matter inside the needle hub for one sample, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The loose black foreign matter inside the needle hub was sent for ftir (fourier transform infrared spectroscopy) analysis to determine the foreign matter type. The analysis indicates that the spectrum obtained showed some similarities with those of silicone-based, polycarbonate, and other unknown compounds. Embedded foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which start to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from plastic remains in the plasticizing unit and start to carbonize on the inner wall of the cylinder and on the screw surface. The assembly process was reviewed. Based on the location of the foreign matter, the foreign matter could have suspected to come from the hub loading feeder track. There might be accumulation of the polypropylene / polycarbonate dust on side of the track due to inadequate cleaning and with the continuously sweeping motion of the hub sweeper brush, had resulted the foreign matter to be transferred into /on the hub. For the loose foreign matter, the preventative maintenance was revised to add cleaning to the hub loading feeder track. For the embedded foreign matter, enhanced cleaning preventative maintenance has been added for the needle molding press.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 19g 1-1/2in tw had foreign matter on the needle hubs. This occurred on 5 occasions during use. The following information was provided by the initial reporter: black contaminants observed on needle hubs.